Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set fell off event in between (B)(6) 2024 to (B)(6) 2024. The infusion sets were in use for about 2 days. No further information available.

Manufacturer narrative:
Initial and final MDR 1900976 - MDR 3003442380-2024-11377 - device 2 of 2.